Manufacturer narrative:
A4-a6: unk claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was intraoperatively implanted, removed, and replaced for a shorter length lens and the problem was resolved. Cause of the event was unknown.